Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that display of cardiosave intra aortic balloon pump (iabp) went black and had white flickering lines. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d8, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. It was reported that prior to use the cardiosave intra aortic balloon pump (iabp) lcd is out. Unit had a black screen and a white line flickering. There was no patient involved. A getinge field service engineer (fse) evaluated the unit and verified that upper display was not functioning. The fse replaced the lcd assembly, upper bezel display, which was cracked, label, upper inside badge label ID and display, upper hinge cover. All functionality checks completed and passed to factory specifications. Returned unit to the customer. The failure analysis and testing dept. Received part number: 0160-00-0127 and 0380-00-0559 with a reported unit failure of the display having lines through it and the bezel broken/ the fat performed a visual inspection and found 0380-00-0559 to be damaged. The fat installed 0160-00-0127 in cardiosave test fixture serial number: (B)(6) and tested the part to factory specifications per the cardiosave service manual part number: 0070-00-0639 revision r. Display does not come up with image. Possibly due to physical damage with the bezel. Retaining the parts in the failure analysis and testing department per procedure number: 0002-07-d008 rev. Au. The most probable root cause for the reported failure per the dfmea is excessive external force.